Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 12atm. The device was removed with the usual method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile inspection on hypotube shaft profile and polymer shaft reveal no issues. Microscopic examination of the balloon identified a pinhole 1mm proximal from distal markerband when inflating to rated burst pressure. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit for leakage testing. A pinhole was located 1mm proximal from distal markerband when inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at fifth inflation, it was noted that the balloon ruptured at 12atm. The device was removed with the usual method without any problem. The procedure was completed with another of same device. No complications were reported, and patient was good post procedure.